Event description:
Product supplied to veteran by va in 3 month supply cgm fails after repeated low alarms which do not respond to sugar/carb consumption and then goes into check mode for 10 to 60 minutes - sometimes the recalibration resolves the problem /sometimes the cgm is said to bee inoperable and to replace / upc: 00357599844011 (abbott diabetes care, inc.) .